Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the failed hardware icon was displayed on the station, able to open the drawer, but one of the cubies was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the failed hardware icon was displayed on the station, able to open the drawer, but one of the cubie was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that failed drawer icon. A field service engineer (fse) disconnected and reconnected the row board cable from the drawer control board and cubie trays to resolve the issue. The system functioned as intended after the field service engineer repaired the device.